Manufacturer narrative:
Patient had biocell textured implant. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Patient's family reported that they "had a biopsy done and was told that [they] may have the associated cancer (bia-alcl);" no pathology or confirmation of markers has been received. Affected side is unknown. The device has been explanted.